Event description:
It was reported that a pt underwent a tonsillectomy procedure on (B)(6) 2010 and absorbable hemostat was stitched to the tonsil bed to help with hemostasis. On (B)(6) 2010, the pt experienced trouble swallowing and then coughed up a piece of the absorbable hemostat. There was no medical or surgical intervention required.

Manufacturer narrative:
(B)(4). Difficulty swallowing, cough occurred. Conclusion: the MFR's info for use states in contraindications that "although packing or wadding sometimes is medically necessary, surgicel hemostat should not be used in this manner, unless it is to be removed after hemostasis is achieved." This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01041. The same pt is represented in each medwatch.